Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was undefined, as measured in various vectors. The lead was reprogrammed to a vector with in-range impedance and the lead remains in use. No patient complications have been reported as a result of this event.